Manufacturer narrative:
Retention sample of same lot evaluated. There were (B)(4) refill packs ((B)(4) applications per refill) w/batch (B)(4) supplied to customers worldwide from (B)(6) 2012. Based on typical stock turnover and our product schedule over the last 12 months we estimate that the majority of customers have already used their material. There is no risk to patient's health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here, the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/vis analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated.

Event description:
The dentist found that/excite f dsc changed color to green soon after seating final restoration.